Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. Additional information was sought to determine the cause of the high thresholds but none was received. No additional adverse patient effects were reported.